Event description:
Tpa bolus 15mg IV given. Tpa infusion (85cc) increased with tubing model 59093, h5115909316, lot #605908 and placed on pump set at 100cc/hr with vtbi at 50mg (50cc). Approx. 1/2 hour after infusion started bottle was empty pump still infusing with vtbi noted to have 36 mg.